Event description:
Initial hba1c result of 7.0%. Same sample repeated twice gave results of 11.9% and 6.9%. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.